Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. The complaint device was received in the original lens case insert. Visual inspection at 10x microscope magnification was performed and the results revealed that the loose particles/fibers in the optic body were observed are compatible with handling the lens out of the sterile environment. Residues of ophthalmic viscoelastics (ovd) were observed in the lens body. There was an irregular shaped clear solid in the lens insert next to the lens. Fourier transform infrared (ftir) spectroscopy results and condition of the lens indicate the small separated portion is a separated portion of the intraocular lens (iol). Based on review and information provided, the particle seems to be associated with a mishandling of the lens at the surgery center. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. Sterilization records were reviewed. No deviations were found that affects the sterility of the device. No environmental action or alert was found for the date when the production order was manufactured. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the nurse was preparing the lens and while she took the lens out of the box and held the lens with the lens folding forceps, there was a particle that separated from the lens. The customer does not known if this particle was on forceps or not. The abbott representative immediately advised the customer to use a new lens. It was reported that products (iol and forceps) were not in contact with patient while the event happened/there was no patient involvement reported. It was noted that there was a twenty (20) minute delay.